Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant the patient was receiving chemotherapy treatment via infusion pump but when she reached the end of the infusion and she was about to received the flush the pump stopped working. Reportedly the buttons were not responding and pump would not open. The patient was disconnected and the chemo line was left stuck in the pump. The patient did not received the last 14 milliliters (mls) of her treatment. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050, serial number/batch: (B)(6), software version: n030004, hours of operation: 20258, further information: n/a. Investigation results: history inspection: the history files of the device were read and analyzed. No abnormalities were found in the history log. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was slightly dirty, but no visible damage was found. Functional inspection: the function test revealed a defective keyboard. The function test revealed a defective keyboard. The ok, and door open, arrow button does not work. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could be confirmed. The faulty function could be reproduced. The operating unit is faulty. Addition information: we recommend replacing the operating unit.